Event description:
A trilogy 100 ventilator was returned to the manufacturer as part of a fco. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the lcd and rgb test step during testing. The device's display and system board needs to be replaced to address the issue. The customer has requested no repairs to the unit. The unit will be returned to the customer unrepaired.

Manufacturer narrative:
The manufacturer previously reported a trilogy 100 ventilator was returned to the manufacturer as part of a fco. There was no allegation of device malfunction. The device was not in patient use. In the previous report the country of occurrence was inadvertently omitted from the report. Section e1 has been updated to include the coo.